Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis described as an ¿abdominal infection caused by (B)(6)" (not further specified). The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and began treatment with vancomycin (dose, frequency, and route was not reported). Pd therapy was ongoing during hospitalization. On an unreported, the patient was recovered from the event. It was not reported if pd therapy was ongoing post recovery. No additional information is available.